Event description:
It was reported that the monopolar curved scissors instrument is not recognized by the da vinci s system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a system and recognition passed. Engineering was unable to replicate customer reported recognition problem. Engineering also observed the distal end of main tube has various scratches and one small scrape mark with material removed. The scratches are randomly oriented relative to the tube axis, suggesting they were caused by instrument collisions. The scrape mark is .850 inches long and .100 inches wide and is parallel to the tube axis. Based on the location and appearance, the scrape mark damage was most likely caused by a cannula accessory. No other damage found. The endowrist instruments instructions for use (IFU) specifically states; general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.